Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device running on its own was found and then reported. Based on the investigation details, the likely cause was problems with corrosion in the sagittal head of the device. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.